Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menstrual disorder ("menstruation issues"), alopecia ("hair loss") and weight increased ("weight gain"). The patient was treated with surgery (underwent a partial salpingectomy). At the time of the report, the abdominal pain, back pain, menstrual disorder, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, menstrual disorder and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a 25-year-old female patient who had essure (batch no. D08058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, bloating, overweight, pneumonia, pulmonary embolus and constipation. Previously administered products included for prevent pregnancy: iud nos and ortho evra. Concurrent conditions included asthma, attention deficit/hyperactivity disorder, left lower quadrant pain, hidradenitis suppurativa, haemorrhagic ovarian cyst, ovarian cyst, shortness of breath, cough, congestion nasal, general body pain, earache, oxygen saturation decreased, congestive heart failure, sleep apnea, hypoxic respiratory failure, edema, perineal pain, colonoscopy, hiatal hernia, heartburn and dyspepsia. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) (B)(6) 2016 to (B)(6) 2017, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe)10-oct-2017 to (B)(6) 2018, famotidine, ibuprofen (motrin), nsaids since (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2016, paracetamol (tylenol), salbutamol (albuterol) since (B)(6) 2016 and salbutamol sulfate (albuterol sulfate) (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient was found to have weight increased ("weight gain") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and pelvic pain ("pelvic pain \ pain pelvic left area"), 28 days after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menstrual disorder ("menstruation issues") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube), oophorectomy (one side removal of ovary)). At the time of the report, the abdominal pain, back pain, menstrual disorder, alopecia, weight increased, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, headache, dyspareunia and fatigue outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: there were 3 coils visualized in the left tubal ostia and 4 coils visualized in the right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Computerised tomogram - in (B)(6) 2017: negative.. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Ultrasound showed proper placement of the essure coils.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New information added: reporters, lot number, patient's demographics, concomitant conditions, concomitant medication, medical histories, historical medication and lab test. New events: vaginal bleeding, menorrhagia, apareunia, depression, mental anguish, migraines, fatigue, headaches, dyspareunia, pelvic pain, weight gain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menstrual disorder ("menstruation issues") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent a partial salpingectomy). At the time of the report, the abdominal pain, back pain, menstrual disorder, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, menstrual disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') and abdominal pain ('abdominal pain') in a 25-year-old female patient who had essure (batch no. D08058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, bloating, overweight, pneumonia, pulmonary embolus, constipation and chest pain. Previously administered products included for prevent pregnancy: iud nos and ortho evra. Concurrent conditions included asthma, attention deficit/hyperactivity disorder, left lower quadrant pain, hidradenitis suppurativa, haemorrhagic ovarian cyst, ovarian cyst, shortness of breath, cough, congestion nasal, general body pain, earache, oxygen saturation decreased, congestive heart failure, sleep apnea, hypoxic respiratory failure, edema, perineal pain, colonoscopy, hiatal hernia, heartburn, dyspepsia and diverticulitis. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall)22-apr-2016 to january 2017, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe)10-oct-2017 to june 2018, famotidine (pepcid), ibuprofen (motrin), nsaids since (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2016, paracetamol (tylenol), salbutamol (albuterol) since (B)(6) 2016 and salbutamol sulfate (albuterol sulfate)22-apr-2016 to january 2017. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient was found to have weight increased ("weight gain") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and pelvic pain ("pelvic pain \ pain pelvic left area"), 28 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menstrual disorder ("menstruation issues"), alopecia ("hair loss") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube), oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, abdominal pain, back pain, menorrhagia and pelvic pain had resolved and the menstrual disorder, alopecia, weight increased, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, headache, dyspareunia, fatigue and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device breakage, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: there were 3 coils visualized in the left tubal ostia and 4 coils visualized in the right tubal ostia. Patient received treatment for pain, bleeding, fracture. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Computerised tomogram - in (B)(6) 2017: negative.. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Ultrasound showed proper placement of the essure coils.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dyspareunia, fatigue, weight gain, abdominal pain, anxiety, pelvic pain, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: ppf received event " fracture and post removal complication-yes" were added. Outcome of events " pain, bleeding and fracture " were updated as recovered. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a 25-year-old female patient who had essure (batch no. D08058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, bloating, overweight, pneumonia, pulmonary embolus and constipation. Previously administered products included for prevent pregnancy: iud nos and ortho evra. Concurrent conditions included asthma, attention deficit/hyperactivity disorder, left lower quadrant pain, hidradenitis suppurativa, haemorrhagic ovarian cyst, ovarian cyst, shortness of breath, cough, congestion nasal, general body pain, earache, oxygen saturation decreased, congestive heart failure, sleep apnea, hypoxic respiratory failure, edema, perineal pain, colonoscopy, hiatal hernia, heartburn and dyspepsia. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) (B)(6) 2016 to (B)(6) 2017, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe)10-oct-2017 to (B)(6) 2018, famotidine, ibuprofen (motrin), nsaids since (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2016, paracetamol (tylenol), salbutamol (albuterol) since (B)(6) 2016 and salbutamol sulfate (albuterol sulfate) (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient was found to have weight increased ("weight gain") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and pelvic pain ("pelvic pain \ pain pelvic left area"), 28 days after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menstrual disorder ("menstruation issues") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube), oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, back pain, menstrual disorder, alopecia, weight increased, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, headache, dyspareunia and fatigue outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: there were 3 coils visualized in the left tubal ostia and 4 coils visualized in the right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Computerised tomogram - in (B)(6) 2017: negative.. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Ultrasound showed proper placement of the essure coils.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture') and abdominal pain ('abdominal pain') in a 25-year-old female patient who had essure (batch no. D08058) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, bloating, overweight, pneumonia, pulmonary embolus, constipation and chest pain. Previously administered products included for prevent pregnancy: iud nos and ortho evra. Concurrent conditions included asthma, attention deficit/hyperactivity disorder, left lower quadrant pain, hidradenitis suppurativa, haemorrhagic ovarian cyst, ovarian cyst, shortness of breath, cough, congestion nasal, general body pain, earache, oxygen saturation decreased, congestive heart failure, sleep apnea, hypoxic respiratory failure, edema, perineal pain, colonoscopy, hiatal hernia, heartburn, dyspepsia and diverticulitis. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) (B)(6) 2016 to (B)(6) 2017, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) (B)(6) 2017 to (B)(6) 2018, famotidine (pepcid), ibuprofen (motrin), nsaids since (B)(6) 2016, paracetamol (acetaminophen) since (B)(6) 2016, paracetamol (tylenol), salbutamol (albuterol) since (B)(6) 2016 and salbutamol sulfate (albuterol sulfate) (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient was found to have weight increased ("weight gain") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and pelvic pain ("pelvic pain \ pain pelvic left area"), 28 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), menstrual disorder ("menstruation issues"), alopecia ("hair loss") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube), oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, abdominal pain, back pain, menorrhagia and pelvic pain had resolved and the menstrual disorder, alopecia, weight increased, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, migraine, headache, dyspareunia, fatigue and post procedural complication outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device breakage, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion details: there were 3 coils visualized in the left tubal ostia and 4 coils visualized in the right tubal ostia. Patient received treatment for pain, bleeding, fracture. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Computerised tomogram - in (B)(6) 2017: negative. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Ultrasound showed proper placement of the essure coils. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dyspareunia, fatigue, weight gain, abdominal pain, anxiety, pelvic pain, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality-safety evaluation of ptc .processed with fu no.07. On 9-jan-2020: pif received. Processed with fu no.06. No new information was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.